Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to extreme temperatures. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer's blood glucose level.